Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient reported feeling stimulation every once in a while but since she lost her patient programmer she could not check. The patient lost the patient programmer 2-3 weeks prior to report. Symptoms including frequency and incontinence had returned. The symptoms occurred following a fall. About one month ago the patient fell down some stairs, possibly blacked out, and hit a concrete floor. The fall may have been caused by a seizure. Following the fall her face and elbow were bleeding. The patient stated that she fell frequently. The patient commented that she was shaking like a leaf and that she couldn't think straight that day. A replacement antenna and patient programmer were ordered for the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v908138, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).